Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a bulge in the tubing during an infusion with a pump. There was no patient harm.

Manufacturer narrative:
Correction: omit (8) bags; td (B)(6) 2017.

Manufacturer narrative:
The customer's report of a bulge in the silicone segment was confirmed. Visual inspection showed that the silicone segment tubing had a bulge/balloon just below the upper fitment. Functional testing was performed and fluid flowed freely through the set with no issues observed. The root cause of the balloon/bulge in the silicone segment was identified as an IV push medication or flush being executed below the pump without first clamping the tubing above the injection port. This action was found to result in excessive pressure within the silicone segment causing the silicone segment to bulge/balloon.